Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified left common iliac vein. Two 16-4/5.8/75 and a 16-6/5.8/75 xxl esophageal balloon catheters were advanced for dilatation consecutively. However, on initial inflation, each balloon ruptured before reaching the nominal pressure. The ruptured balloons were completely removed, and the procedure was completed with a non-boston scientific balloon catheter. There were no patient complications reported.